Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6)2021, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding, abscess and fistula. No further patient complications were reported.